Event description:
The nurse reported a system message displayed prior to surgery and they could not reboot the system. The surgeon performed a cryopexy and completed the case. There was no patient harm reported, but there was a 1 hour delay. The surgeon stated the patient outcome was good.

Manufacturer narrative:
The company service representative examined the system and could not duplicate the system message reported. The system was recalibrated and preventive maintenance was performed. The system was then tested and met all product specifications. (B) (4). (B) (4). (B) (4).